Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was in 400 mg/dl. Customer reported that clear piece on top of the reservoir compartment was crack and broken. Customer decline troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o ring, scratched case, broken reservoir tube lip, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, and minor scratched lcd window.